Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of bowel dysfunction/sacral nerv e stim and gastrointestinal/pelvic floor. It was reported that the patient¿s implanted ins ¿has been moved about 3 ¿ 4 times.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer reports #3004209178-2017-14879, #3004209178-2017-13714, and #3004209178-2013-12748 for details pertaining to the three events in which "the ins was moved" as mentioned in the initial report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2013-12744 for details pertaining to the 4th instance of the "ins moving" as mentioned previously by the patient. If information is provided in the future, a supplemental report will be issued.